Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported when the patient presented remotely via merlin.net transmission, oversensing on the discrimination channel was observed. The device double counted r-waves on the far-field channel. Programming changes were suggested and would be discussed with the physician.